Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tsg45 staples malformed. Another instrument was used to complete the case. There was no consequence to the pt.